Event description:
It was reported that the physician had telemetry issues and could not communicate with the pt's device using his physician programmer. The pt did not feel any stimulation and had a loss of therapeutic effect. The pt had visited the physician 2 weeks ago with a return of symptoms and it was found that the device was turned off but the battery was found to be okay. The battery was not on for 15 to 20 minutes when it was set back to the factory settings. A power-on-reset (por) condition was reported, and it was noted that the pt's device was near its end-of-life (eol). Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).